Event description:
It is reported that lens was explanted due to patient's report of being unhappy with their vision.

Manufacturer narrative:
Explant date: (B)(6) 2011 (specific date was not provided). The intraocular lens was received at our manufacturing facility and visually inspected. The visual inspection showed the lens was received cut in half; only one half of the optic was received for return. Halos and glare are a known and labeled site effect of all multifocal lens implants. No further deviations were observed. A review of the manufacturing records for the lens revealed no deviations. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.